Event description:
Follow up information identified the patient underwent ipg explant and replacement. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the device displayed the end of service (eos) message. As a result, the patient may be awaiting surgical intervention.